Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump sounded an unspecified alarm. Reportedly, an alert/alarm was not observed in the pump history. There was no reported impact to the customer's blood glucose level.